Event description:
It was reported that during a therapeutic bronchoscopy procedure, the physician was unable to pull the string to deploy the stent. The procedure outcome was reported as successful. There was no report of death, serious injury of mistreatment associated with this event.